Manufacturer narrative:
One medwatch submitted for the event listing all 3 devices as the customer reported that the infusions seemed to have run properly. Patient demographics were not provided. Sections: sn: (B)(4), gid: (B)(4), manufacture date: 03/29/2019. Sn: (B)(4), gid: (B)(4), manufacture date: 03/29/2019. Sn: (B)(4), gid: (B)(4), manufacture date: 03/28/2019. The infusion information reported by the customer could not be confirmed through log file review or device testing. Module a, sn (B)(4), was reported to be infusing normal saline, 1l bag hung, rate at 250ml/h. The log file recorded basic infusion running to completion at a rate of 300ml/h with a volume to be infused (vtbi) of 500ml. Module b, sn (B)(4), - reported as: first infusion, rocephin 1-gram/100ml, rate at 100ml/h for 30 minutes. Second infusion, norepinephrine 4mcg/ml, ordered rate 5mcg/minute, titrated to bp parameters. The log file recorded the first infusion was a basic program, running to completion with rate at 200ml/h with the vtbi at 100ml. No second infusion was performed on this pump module. Module c, sn (B)(4), was connected but not utilized. The log file recorded that the drug norepinephrine, 4mg/250ml, infused to completion on this pump module with the dosing at 2mcg/kg/min (rate=450ml/h). A second infusion of this drug and concentration was performed on channel a to the same patient. Visual inspection and testing of all 3 pump modules did not find any anomalies. All 3 pumps infused within device specifications. The disposable infusion sets were not returned for investigation.

Event description:
It was reported a patient passed during an ER (emergency room) scenario, but the infusion seems to have run properly. Pump module serial number (B)(4) was attached to the device setup, but it was not being utilized. Pump module serial number (B)(4); first infusion was rocephin 1-gram/100ml ordered at a rate of 100ml/30 minutes. Second infusion norepinephrine 4mcg/ml ordered at 5mcg/minute and to be titrated to blood pressure parameters. This infusion was a secondary . Pump module serial number (B)(4) was to be infusing a 1 liter bag of normal saline at a rate of 250ml/hour as a primary infusion. Although requested, the customer reported that no additional information would be provided at this time.

Event description:
It was reported a patient passed during an ER (emergency room) scenario, but the infusion seems to have run properly. Pump module serial number (B)(4) was attached to the device setup, but it was not being utilized. Pump module serial number (B)(4); first infusion was rocephine1gram/100ml ordered at a rate of 100ml/30 minutes. Second infusion norepinephrine 4mcg/ml ordered at 5mcg/minute and to be titrated to blood pressure parameters. This infusion was a secondary . Pump module serial number (B)(4) was supposed to be infusing a 1 liter bag of normal saline at a rate of 250ml/hour as a primary infusion.

Event description:
It was reported a patient passed during an ER (emergency room) scenario, but the infusion seems to have run properly. Pump module serial number (B)(4) was attached to the device setup, but it was not being utilized. Pump module serial number (B)(4); first infusion was rocephine1gram/100ml ordered at a rate of 100ml/30 minutes. Second infusion norepinephrine 4mcg/ml ordered at 5mcg/minute and to be titrated to blood pressure parameters. This infusion was a secondary . Pump module serial number (B)(4) was supposed to be infusing a 1 liter bag of normal saline at a rate of 250ml/hour as a primary infusion.